Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. Attempts were made to address the high thresholds to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.